Event description:
The patient reported that she believes airport security may have interfered with her device. She was not feeling well and was feeling intermittent arrhythmia since going through the airport security. She was unable to reach her doctor. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.